Event description:
It was reported that the t:slim x2 pump battery would not charge. The specific blood glucose level was not mentioned, but there was no adverse impact to the customer¿s blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received.